Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. The left ventricular lead was not capturing from any vector. The lead was turned off. The patient was stable.

Event description:
Additional information received noted that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2020. No patient symptoms were reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The s-curve hump height was measured within specification. The reported events of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies.